Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26, which were related to occlusion events. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed that the level did not exceed 500 mg/dl and the cgm did not read ¿high.¿ the customer took corrective action by changing the infusion set and cartridge, resuming insulin therapy, and sought further assistance from cts due to recurring occlusion issues.